Event description:
It was reported that the patient with this pacemaker had exhibited infection. Reportedly, hematoma was the cause of the infection. Furthermore, hematoma removal, debridement, cleaning, and hemostasis was done. All available information indicated that, as of this time, the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker had exhibited infection. Reportedly, hematoma was the cause of the infection. Furthermore, hematoma removal, debridement, cleaning, and hemostasis was done. All available information indicated that, as of this time, the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead remained in service. No additional adverse patient effects were reported. Additional information received indicates that this device was surgically explanted.